Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 2.0x8 mini vision rx stent delivery system was advanced toward a moderately calcified lesion in the moderately tortuous right coronary artery, but was not able to cross the lesion. When retracting the mini vision into a non-abbott guide catheter, resistance was felt between the mini vision and the guide catheter, and, once removed from the guide catheter and anatomy, it was observed that the mini vision stent had moved distally on the balloon, but still remained on the balloon. Another 2.0x8 mini vision rx stent delivery system was used to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product deficiency. Based on the review, no product deficiency was identified.